Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2007 and (B)(6) 2008 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 10/25/2016.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh were implanted on (B)(6) 2007 due to overactive bladder, prolapse, and sui. It was also reported that mesh was implanted on (B)(6) 2008 along with concurrent mesh revision due to sui and anterior vaginal wall mesh exposure. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, organ perforation, recurrence and dyspareunia. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.